Event description:
It was reported that, during a tha surgery, a polarstem modular head for (B)(4) broke. Surgery was completed, without any delay, with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that during a total hip arthroplasty, a polarstem modular head for 21000662 was found cracked. Surgery was finished with a s&n backup device, without any surgical delay. The polarstem modular head (750023711), used in treatment, was received for investigation. A visual inspection confirms the reported failure. The part was returned including the piece which chipped off. Therefore, the relationship between the device and the reported issue can be confirmed. The production documents could be reviewed. There are no indications that the part failed to match specification at the time of manufacturing. A complaint history review was performed. The complaint is in line with the current risk management of the device. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Review of past corrective actions was performed. No further escalation is required. The polarstem modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported failure mode can be confirmed but the root cause stays undetermined after investigation. To date, further actions are not deemed necessary. Smith + nephew is monitoring the device for further similar issues. The returned device will be discarded. Internal complaint reference: (B)(4).